Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that kit tablet reported incorrect dosing. This occurred on 11 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. By0f7z1. It is reported customer experienced incorrect reporting of dosages.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t03. D4: medical device expiration date: na. H4: device manufacture date: 2020-02-07. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found there was an accumulation of fluid before the bubble and the user's thumb on the plunger delivered this fluid. Based on the quality team's investigation, the system preformed as designed in seven of the occurrences. In four of the occurrences, it is likely there was a bubble in the system that will cause an undermeasurement, the team will monitor the system for any trends. H3 other text : see h10.

Event description:
It was reported that kit tablet reported incorrect dosing. This occurred on 11 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. By0f7z1. It is reported customer experienced incorrect reporting of dosages.